Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator. The device was implanted for 39 months. An allegation of premature battery depletion has been made. No adverse patient symptoms were reported.